Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, exhibited a battery voltage of 2.58 volts with a charge time measurement of 16.1 seconds at 59 months of implant. It was then determined that normal monitoring of the device would continue. Approximately 67 months after implant, battery voltage was 2.54 volts with a charge time measurement of 24.3 seconds. A second capacitor reformation was performed, and the device then triggered elective replacement indicator (eri). Technical services (ts) recommended device replacement within three months of reaching eri. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
The device was explanted and returned for analysis. Analysis is ongoing.